Event description:
The customer was hospitalized for low blood glucose levels. The customer was new to insulin pump therapy and had just started using it the day prior to hospitalization. Troubleshooting was performed and all programming was correct on the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therfore, consider this report complete to the best of our knowledge.